Event description:
User facility reported that the device was placed in use with patient and the loss of resistance syringe component was not providing proper feedback during epidural placement. According to reporter, patient received dura puncture. Patient received an epidural blood patch and was give various analgesic medications for approximately one week. No permanent adverse effects to patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.